Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. "As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed." Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in tubing) on the homechoice (hc) during dwell 3 of 4 of dialysis therapy. The patient cleared the alarm. There was no patient injury or medical intervention in association with this report. No additional information is available.